Manufacturer narrative:
Product ID, 3889-28 lot# v653948, implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3037 lot# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed "no anomaly." Final analysis of the lead revealed the product was "cut through" and "segmented."

Event description:
It was reported that the patient never had therapeutic effect. Numerous programming changes were made without efficacious therapy. The patient's implantable neurostimulator (ins) and lead were explanted due to premature battery depletion. There were no patient symptoms or injuries related to this event.

Event description:
Additional information received reported that the patient had his implantable neurostimulator (ins) implanted on (B)(6) 2013 and the external stimulator was done on (B)(6) 2013, which is different than what is shown in the device registration system (drs). It was noted that the lead was implanted to stimulate the pudendal nerve rather than the sacral nerve (which is where the explanted lead was placed). The reporter stated that he had several reprogramming sessions done and therapy was not effective, which is why the healthcare professional (hcp) chose to implant lead in pudendal nerve area. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.